Manufacturer narrative:
One footprint ultra pk 4.5 mm suture anchor product used for treatment, was returned for evaluation. The device had a positive audible click upon rotation of the torque limiter. The inner shaft advanced and retracted with rotations. Suture was returned wrapped loosely on the inserter. The stay suture was holding the anchor onto the inner inserter shaft. There was obvious damage. The inner shaft was bent nearly 90 degrees and displayed symptoms of loss of axial alignment. That correlates with the proximal point of fracture on the anchor body. The condition is aligned with unexpected bone condition, density or with an inadequate prep hole. Per instructions for use: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Prep instrument for normal bone conditions is a 3.8mm straight awl. Use the appropriate smith and nephew hole preparation device to prepare the insertion site. Smith and nephew disposable and reusable awls specific to the suture anchor are sold separately. No root cause related to the manufacture of the device was confirmed. Complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution.

Event description:
It was reported that, during an arthroscopy procedure, the footprint anchor was bent during insertion. There was a backup device available. No significant delay or patient injury was reported. Per results of investigation it was found that there was a fracture on the proximal end of the anchor body. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.